Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and autoimmune disorder ("autoimmune disorders") in an adult female patient who had essure (batch no. 20227513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ultrasound pelvis abnormal. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), fatigue ("fatigue"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, weight increased, fatigue, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, 2nd essure was inserted. Diagnostic results: in (B)(6) 2010, hysterosalpingogram revealed there is suggestion of a filling of at least a portion of the right tube. It is difficult to accurately separate from the adjacent clips. There was however no spillage noted on the right on multiple oblique imaging. Uterus is normal in contour. There is focal out pouching of contrast in the right side of the uterine cavity which could reflect a prominent endometrial glands impression: there is suggestion of filling of the right uterine tube without any obvious spillage. Clinical correlation recommended as well as patient has had surgery on the right. Most recent follow-up information incorporated above includes: on 13-jun-2018: reporter information was added. This case concerns adult patient. Her historical condition was added. Essure indication was added. Essure lot number was added. Event abnormal bleeding (vaginal) was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), autoimmune disorder ('autoimmune disorders') and genital haemorrhage ('gen.abnorm. Bleed') in an adult female patient who had essure (batch no. 20227513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ultrasound pelvis abnormal. *in (B)(6) 2010, hysterosalpingogram revealed there is suggestion of a filling of at least a portion of the right tube. It is difficult to accurately separate from the adjacent clips. There was however no spillage noted on the right on multiple oblique imaging. Uterus is normal in contour. There is focal out pouching of contrast in the right side of the uterine cavity which could reflect a prominent endometrial glands impression: there is suggestion of filling of the right uterine tube without any obvious spillage. Clinical correlation recommended as well as patient has had surgery on the right. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, weight increased, fatigue, anxiety, vaginal haemorrhage and genital haemorrhage outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, 2nd essure was inserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New event added: gen. Abnorm. Bleed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and autoimmune disorder ("autoimmune disorders") in an adult female patient who had essure (batch no. 20227513) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ultrasound pelvis abnormal. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), weight increased ("weight gain"), fatigue ("fatigue"), anxiety ("anxiety") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, weight increased, fatigue, anxiety and vaginal haemorrhage outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, 2nd essure was inserted. Diagnostic results: in (B)(6) 2010, hysterosalpingogram revealed there is suggestion of a filling of at least a portion of the right tube. It is difficult to accurately separate from the adjacent clips. There was however no spillage noted on the right on multiple oblique imaging. Uterus is normal in contour. There is focal out pouching of contrast in the right side of the uterine cavity which could reflect a prominent endometrial glands impression: there is suggestion of filling of the right uterine tube without any obvious spillage. Clinical correlation recommended as well as patient has had surgery on the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("heavy menstrual bleeding"), weight increased ("weight gain"), fatigue ("fatigue") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant. ). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, menorrhagia, weight increased, fatigue and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, fatigue, menorrhagia, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.